Manufacturer narrative:
B3l day unknown, month and year known. H3 other: device has not been returned to date.. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the equipment's pressure gauge was not set to zero and was not responding to pressure. There is no patient involvement, harm or adverse event reported.

Manufacturer narrative:
Investigation of this complaint was done based on video which was provided by customer. The cuff inflator/pressure gauge appears worn and there is a missing rubber edge on the display. The reported complaint is confirmed. The most probable cause is due to a drop or damage to the device or no occlude outlet nozzle. It cannot be proved with certainty therefore root cause of this complaint remains unknown. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.